Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that symptomatic patient was experiencing dizziness presented via a remote transmission showing non-stained right ventricular oversensing due to post-paced t-wave oversensing. The patient presented to the clinic, and programming changes were made. The patient was stable.

Manufacturer narrative:
Correction: section h6- the correct code to supersede the initial patient code should be 2194 rather than 2692.